Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after an infusion set change, with the ilet delivering multiple correction doses without adequate glucose reduction, and a subsequent infusion set change revealed a bent cannula; the user also reported adhesion challenges while working outdoors and received education on adhesive aids and a replacement supply order. Symptoms included hyperglycemia. Outcomes included temporary loss of glucose control that later returned toward target. Investigation included review of ilet reports and user troubleshooting, including infusion set replacement and adhesive optimization guidance. Investigation of this case revealed infusion set failure due to a bent cannula and probable infusion site adhesion issues affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error and infusion set/cannula issues with contributory environmental factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.